Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous iliac artery. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed a mustang balloon catheter. No patient complications were reported and the patient's status was stable.